Event description:
It was reported that an mi60lus lens was removed intraoperatively due to torn haptic noted after insertion. A viscoject 1.8 delivery system was used. The incision was enlarged to remove the lens and a back up lens was implanted successfully. Reference MDR #1119279-2012-00221 for the delivery device.

Manufacturer narrative:
The lens was returned to bausch and lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.